Event description:
It was reported that during preparation for an unk procedure, the liberte monorail coronary stent dislodged from the balloon. There was no pt contact as the dislodgement occurred while removing the product from its packaging. The procedure was completed with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch will be filed.